Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that she had been experiencing low blood glucose every morning when she wakes up. She wakes up in the 40 mg/dl, 50 mg/dl, and 60 mg/dl ranges, which she blames on her programmed basal settings. One time she woke up shaky with a blood glucose of 30 mg/dl and her friend drove her to the hospital. Troubleshooting was initiated for the low blood glucose. Her current blood glucose was 130 mg/dl. The drive support cap was inspected and it was flush. A displacement test was performed and the pump passed. The customer was advised to monitor the pump and call back if issues persist. No products were shipped or returned.